Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. The unit passed all testing and operates within the manufacturing specifications if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a constant alarm. No patient harm or injury reported. Additional details of the event have been requested.